Event description:
A malfunction was reported with a specific malfunction code displayed as malf 12. There was no known adverse impact on the customer's blood glucose level due to this issue. Customer technical support provided assistance by guiding the caller through the process of resetting the pump, with the malfunction not recurring afterward. The caller was advised to continue using the pump and to reach out again if any further malfunction codes appeared, which they acknowledged and understood.